Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2020, a patient who was using an aequalis reverse had a revision surgery due to looseness between the glenoid and the base plate. The base plate, the glenoid sphere, and the insert were removed and an aequalis head was assembled on the stem side and the surgery was completed.